Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were fully fired. Staple pushers were visible at the zero cut line. Functionally the reloads were loaded into a pmv representative instrument and were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of pulmonary veins on a laparoscopic video-assisted thoracoscopic lobectomy, the device fired and, there was complete staple line and formation, but there was bleeding from the staple line on three separate vessels. Clips were used to achieve hemostasis.